Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Lead damage was alleged but not confirmed. Provocative testing was performed and the lead noise was reproduced. No intervention has been performed. The patient was stable and will continue to be monitored.